Event description:
Customer called stating the the meter was reporting an error, and he could not get a reading. After 3 attempts he went into a semicoma and the paramedics were called. They gave him sugar and took him to the hospital for observation. The meter was reporting an e-1 error, which is a low battery error. Customer was instructed to insert new batteries and call back in order to test the meter. Customer agreed.